Manufacturer narrative:
The customer did not request service to check the system nor did they send in samples for investigation. No serial number was provided for the phaco handpiece and the affected lot of the I/a handpiece is not known. Therefore the device history record could not be reviewed, however alcon performs a one hundred percent final inspection for this product. The complaint history was reviewed. Since market launch no similar complaints have been reported. The root cause is unknown. The surgeon has attributed the cause to the way the devices had been cleaned and sterilized: high concentration of the chemical solution that is used to clean the devices, ia handpieces are not properly rinsed and dried. (B)(4).

Event description:
A surgeon reported three cases of toxic anterior segment syndrome (tass). Anterior inflammation was noted one day postoperatively, along with hypopyon and a significant inflammatory membrane. The surgeon clearly incriminated the way the devices had been cleaned and sterilized indicating high concentrations of the chemical solution that is used to clean the devices were not properly rinsed and dried. The facility has implemented some corrective actions to mitigate these occurrences: all remaining surgical procedures for that week were canceled. Cleaning and sterilization processes have been corrected. Reusable irrigation/aspiration handpieces were replaced with single use handpieces and the public organization (B)(4) that monitors hospital acquired infections was notified. Additional information has been requested. This is the first of three reports being submitted for this facility.